Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did return after insulin pump restart. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged pump having blank display. Pump was received with a blank display. Unable to perform the displacement test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2. Swapping out test boards confirms blank display is isolated to pcba 1. Pcba 1 was cleaned using isopropyl alcohol with no effect. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube). In conclusion, the unit received blank display due to moisture damage on pcb1. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.